Event description:
During an unspecified diagnostic procedure, a brush tip was found lodged within the suction channel of the colonovideoscope. The foreign object was successfully retrieved using forceps. The procedure was subsequently completed using a backup olympus device. There were no reported adverse events or harm to the patient.

Manufacturer narrative:
E1 - title: division commander. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.